Event description:
The gantry code failed to display an error message to indicate when the ring locks were not engaged. There was no pt in the equipment at the time of the event. The operator's manual states that the pt should not be on the table during preprogrammed motions that operate the ring locks. There were no injuries to users, pts, or other personnel.